Manufacturer narrative:
The investigation concludes that a lower than expected vitros tsh result was obtained from a single patient sample tested on a vitros 5600 integrated system. The assignable cause for the event is biotin interference. The vitros tsh instructions for use states that biotin is a known interferent for the vitros tsh assay. Specimens with biotin concentrations up to 2 ng/ml demonstrated a less than or equal to 10% change in results. Biotin concentrations greater than this falsely decrease tsh results for patient samples. The recommended daily intake for biotin is 0.03 mg and normal serum concentrations of biotin are stated to range from below 0.1 to 0.8 ng/ml. High doses of biotin (containing up to 100 mg of biotin, with recommendations to take multiple pills per day) may be taken as a dietary supplement promoted for hair, nail, or skin benefits. Some pharmacokinetic studies have shown that in subjects taking daily doses of 5 mg, 10 mg, and 20 mg of biotin serum concentrations of biotin can reach up to 73 ng/ml, 141 ng/ml, and 355 ng/ml, respectively, or plasma concentrations up to 1160 ng/ml for subjects taking doses of biotin up to 300 mg/day. These studies were performed in a small number of apparently healthy, white subjects. Clearance of biotin could be different in other patient populations, such as in patients with impaired renal function, which could lead to higher concentrations of biotin in serum or plasma. When diluted 2x and 4x, the affected sample generated vitros tsh results that were concordant with the non-vitros tsh results. The biotin interferent was likely diluted out with the 2x and 4x dilutions. Historical quality control results were acceptable within the timeframe of the event, indicating vitros tsh reagent lot 7511 did not likely contribute to the event. In addition, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic performance issue with vitros tsh reagent lot 7511. Based on the acceptable quality control results, there is no indication the vitros 5600 integrated system malfunctioned.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower-than-expected vitros tsh result was obtained from a single patient sample tested on a vitros 5600 integrated system. Patient sample 3 result of 0.939 miu/l vs. The expected results of 2.407 and 2.57 miu/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower-than-expected vitros tsh result was not reported outside of the laboratory and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 613152.